Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the lcd display cable was returned and the reported malfunction was not replicated or confirmed. The customer received a replacement lcd display cable. Please refer to medwatch number 1220908-2017-00011 for a similar event from the same customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.